Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to fail the backdrive testing for the yaw/pitch when installed on an in-house system. The yaw/pitch motor modules, harmonics and yaw/pitch housing flat flex cables (ffc's) were inspected and verified to be the source of the issues. The probable root cause of the issue is the yaw/pitch motor module, harmonics, and ffcs within the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the surgeon experienced a non-intuitive motion issue on universal surgical manipulator (usm) 4, which was being controlled by the right master tool manipulator right (mtm). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Intuitive followed up with the field service engineer (fse) and obtained the following additional information: universal surgical manipulator (usm) 4 was unsmooth. There was no patient injury due to the issue.

Event description:
Refer to h11 for follow-up information.